Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt 1: date: (B)(6) 2010, inr: 2.8, (B)(6) 2010, 1.8. Pt 2: (B)(6) 2010, 2.8, (B)(6) 2010, 1.8. Nurse didn't understand why different pts yielded the same results.

Manufacturer narrative:
All inratio and reference inr results provided by the customer were performed more than three hours apart. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. Data analysis will not be performed and no further investigation will be pursued. As of 08/03/2010, eight discrepant result complaints were reported for lot # 229443 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No correction action required at this time as no product deficiency was established.